Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Company representative on behalf of healthcare professional reported "keller funnel didn't have any lubricant coating on the inside." A backup keller funnel was used to complete surgery. There was no patient contact.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR results: the review of the documentation associated with the manufacturing process, indicates that all devices with lot number 23b42c were released in accordance with abbvie¿s procedures. And there were no defects/problems/issues observed, during the manufacturing process and the review of the documentation associated to the investigation. Additionally, according to the device history record review, the reported complaint was not confirmed.

Event description:
Company representative, on behalf of healthcare professional reported, "keller funnel didn't have any lubricant coating on the inside". A backup keller funnel was used to complete surgery. There was no patient contact.